Manufacturer narrative:
The device remains implanted in the patient and thus is not available for evaluation. Additional information regarding this event was requested but not received. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly during cataract surgery on the right eye the lens exited the injector outside of the capsular bag and needed to be manipulated into place. During manipulation of the lens the capsule was nicked and vitreous came out. The vitreous was cleaned out and the lens remains implanted in the capsular bag. Additional information was requested but not received.